Event description:
3/2005: the test strips involved in this case has been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case has failed visual testing. The visual test failed due to the strips being cut off center. At this time, co considers this matter closed.